Event description:
It was reported that the patient received multiple shocks due to noise on the pace sense leg of the right ventricular (rv) lead. The rv lead had elevated short interval counter (sic), high threshold, an impedance spike, and oversensing. A fracture was suspected on the rv pace sense conductor. The rv lead remains in use. It was also reported that the left ventricular (lv) lead caused diaphragmatic stimulation to the patient. Reprogramming the lead could not be achieved, so the device was programmed to single chamber fixed rate (vvi 40). During the revision procedure, the lv lead experienced a micro-dislodgement. The lv lead also fell out of the device header due to a connection issue. The lv lead was explanted and was replaced with a new lead. It was also reported that thorough testing deemed there was late presentation of the set-screw in the device header. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. The distal conductor and proximal conductor had blood/body fluid (not obstructed). The outer insulation had cosmetic environmental stress cracking and was breached cut. Visual analysis noted the lead had apparent explant damage.